Event description:
It was reported by the customer that on (B)(6) 2024, during the opening of a 20x19 oncokit, before puncturing the patient, it was noticed that the huber needle safety lock present in the miniloc component was damaged. New kit was opened. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective safety mechanism is confirmed and was determined to be supplier related. One 20 ga x 0.75 in. Miniloc infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed no obvious use residues throughout the device. The orange wedge for the safety mechanism was loose and detached from the safety mechanism. The yellow section of the safety mechanism was observed to be extended out of the clear tabs of the safety mechanism. A microscopic observation revealed no obvious use residues along the needle shaft and needle bevel. No observable mechanical deformation was observed throughout the safety mechanism of the returned infusion set. This failure was determined to be caused by the manufacture of the product. The product is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.